Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Investigation summary: bd received two photos for investigation. Evaluation of the customer photos indicated foreign material in the tube, although it is difficult to determine the nature of the foreign material from the photos. A total of 100 retained samples were visually observed, and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was unknown foreign matter inside one device. There were no health consequences or impacts reported.